Event description:
Pt in ventricular tachycardia without a pulse. Immediate defibrillation indicated. Defibrillator would not charge. Screen message stated pads off. Attempts to resolve the problem unsuccessful. Drug therapy continued to hosp. The pt was cardioverted (4) four time and defibrillated (2) two times prior to the failure. The same defibrillator and pads were used on the pt.